Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer 7 kept getting stuck and was not opening. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 7 kept sticking and failed to open. A field service engineer accessed the station and logged into hardware test application (hta). Released the drawer and checked for any restrictions. Pulled the drawer out and inspected the bearings on the slide rails; all bearings appeared in good condition. Noticed marks on the drawer indicating dragging. Upon opening the drawer, found one cubie pocket sitting high. Before reinstalling the drawer, loosened the screws on the drawer guides, adjusted for proper fit, and retightened the screws. Reconnected the bus cable and powered the station back on. Logged in and removed the cubie that was sitting high. Inspected the cubie and found its lid was not fully closing. The customer returned the cubie to the pharmacy for replacement. Tested the cubie drawer multiple times in hardware test application (hta), and the customer also verified proper operation. The fse also mentioned that the customer reported zebra label printer was not functioning properly. Fse recycled power to the station, and the printer resumed printing. Accessed the print queue and canceled pending print jobs, but labels were still stored in the queue. Deleted the printer driver, reinstalled and configured it, then tested the printer. Verified functionality by having a nurse successfully print patient labels. The system functioned as intended after the field service engineer repaired the device.